Event description:
During an endoscopic procedure a guidewire was inserted into patient through an endoscopic needle under ultrasound/fluoro guidance. A portion of the guidewire was seen to have broken off inside patient on the fluoro screen. Guidewire was examined after withdrawing it from endoscope and the end was frayed.